Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pair new transmitter message occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined as the allegation was not found. In addition, a transmitter failed error and an early sensor expiration were found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be potential patient misuse. The reported event of a pair new transmitter message is reportable based on the finding of a transmitter failed error and an early sensor expiration.. No injury or medical intervention was reported.